Event description:
The patient reported that their implantable neurostimulator (ins) stopped working on the day of implant. They were not able to make a connection using their recharger or programmer after that. At the patient's follow-up appointment on (B)(6) 2016 a manufacturer representative was able to get 2 coupling boxes with the recharger but that was the only time they were able to get a connection and they had not been able to make a connection since then. They tried charging the ins but saw a reposition antenna screen. Repositioning the antenna did not resolve the issues. The patient used the antenna locate feature and then tried charging but still saw a reposition antenna screen on their recharger. The patient noted that a manufacturer representative told them that it was possible that their ins could be flipped. It was noted that the recharger seemed to be working properly so the patient was going to follow up with their doctor regarding an x-ray. The patient was implanted for spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger.

Event description:
A patient reported on (B)(6) 2016 stating that their implantable neurostimulator (ins) stopped working the day after implant, and they were not able to make a connection using their equipment after that. At a follow up appointment, a company representative (rep) was able to get 2 coupling boxes with the ins recharger (insr), but that was the only time and they had not been able to make a connection since. Poor coupling was noted, and the rep stated that it was an out of box failure. Repositioning the antenna did not help, and the reposition antenna screen was displayed. They were not able to communicate using another external device. An antenna locate (al) feature was attempted before trying another recharge session, but this did not resolve the issue. The rep had informed the patient that it could be their equipment, or it could be that the ins was flipped. The insr seemed to be working properly. The patient was going to follow up with their healthcare provider (hcp) to have an x-ray conducted and troubleshoot the noted issues. A rep called back on april 29th 2016 stating that on the date of implant they were able to connect to the ins using the clinician programmer (cp) and the insr, but the patient had not been able to connect using the insr since then. A replacement insr antenna was sent to the patient. The patient also was unable to connect using the patient programmer (pp) because the ins was dead. The indication for use was spinal pain, and there were no related symptoms reported. Additional information was received on may 5th 2016 stating that the device was not functioning, and the implanted battery was defective according to the rep. The device had been placed for one month. The caller stated that the patient was confused and was not sure whether they wanted another battery placed. A rep also called that day stating that the patient had never been able to recharge themselves, but the rep was able to get up to 4 bars with the patient the day after surgery and 1 week post implant. They had met with the patient twice, and they had been sent an insr antenna the previous week, but they were still having trouble with recharging. The rep saw the patient the day before report and started a physician mode recharge (pmr) for 45 minutes, but the patient was not able to recharge their implant or establish communication. A replacement insr was sent to the patient. The rep noted that the ins was less than 1 cm deep, and the x-ray confirmed that the ins was not flipped. There was no pocket issue or trauma per the caller. Additional information was received on may 9th 2016 from the patient via rep stating that the device was confirmed to be overdischarged via insr. The rep met with the patient that day to conduct a pmr with the new recharging system, and the ins recovered after 1 pmr. The patient was going to go home and fully charge. They were going to call the rep to clear the power on reset (por) once the ins was charged to 100%. The issue was noted to be resolved at that time. The patient called back on may 24th 2016 stating that it was not working at all and they were having to go back in and have surgery again. They met with the hcp and rep that day and they were talking about taking the ins out. The ins had not worked and could not connect to recharge. They stated that they were going to have the procedure done to take it out, and that they were going to call with an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.